Event description:
Covidien received information of ventilator failing power on self test (post) with a graphic user interface (gui) inoperative. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba). The ventilator passed all self-testing.